Manufacturer narrative:
D3: corrected. No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that it was noticed there was a dried white residue on patient's shoulder and think it was the chemo leaking. They saw a leak between tubing and leur lock closest to patient's port. Tubing was never completely disconnected. Reservoir volume decreased to 99.3 without any leaks. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.